Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The device?s event history log was reviewed for evidence of the reported problem and found there was a record of an nda and high-pressure alarm during pump operation. Functional testing was conducted and found the reported problem was unable to be duplicated. It was determined that there was a possible defective downstream sensor or disposable product. The downstream sensor was replaced and the upstream sensor was re-calibrated as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, g5: unknown, d4: UDI unknown. D3, g1,2 email is: (B)(6).

Event description:
It was reported the device exhibited an alarm. Patient involvement is unknown.